Manufacturer narrative:
A partial lead with the pin measuring 13.7 cm was returned for analysis. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion was noted at 9.3-9.5 cm from the pin consistent with lead friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed.

Event description:
This report is to advise of an event observed during analysis.